Manufacturer narrative:
System analysis/service repair on october 13, 2015. The lcd was replaced.

Event description:
It was reported that during a prostate procedure, there was no sound coming from the console. The procedure was completed using an alternate procedure (turp). There was no injury to patient reported.

Manufacturer narrative:
System analysis/service repair was performed on october 13, 2015. The replaced top cover was received at the manufacturer on january 21, 2016. The returned top cover was sent to the supplier.

Manufacturer narrative:
System analysis/service repair was performed on (B)(6) 2015: the reported issue "no sound from top cover (lcd)" was confirmed and determined to be result of faulty top cover (lcd). The top cover (lcd) was replaced so that the customer issue was resolved and customer was able to use the laser console. The replaced top cover (lcd) was not returned to the manufacturer.

Manufacturer narrative:
Device codes added, device evaluated by manufacturer updated, evaluation codes added. System analysis/service repair was performed on october 13, 2015. The replaced top cover was received at the manufacturer on january 21, 2016. The returned top cover was sent to the supplier. Product evaluation: the top cover was evaluated by the supplier and noted; "the unit was manufactured in august 2014; the reported issue of no sound coming from display was confirmed and after reprogramming the sound was fine." The top cover was reprogrammed and retested. It was noted that the top cover was returned to stock. Probable root cause: based on supplier fa report; the probable root cause was determined to be reprogramming issue.

Manufacturer narrative:
System analysis/service repair was performed on october 13, 2015. The replaced top cover was received at the manufacturer on january 21, 2016.